Manufacturer narrative:
B5: lens was exchanged on (B)(6) 2022 with a shorter length lens and problem was resolved. Reportedly, "all fine! Patient is very happy! No more halos". Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -10.0/3.5/93 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 03-aug-2021. Excessive vault was observed with glare and haloes. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.